Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify battery out limit alarm and failed battery test alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device turned off and would not turn back on. Device alarmed a failed battery test alarm. Customer's blood glucose was 480 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.